Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. This resulted in the observed premature battery depletion.

Event description:
It was reported that this pacemaker was depleting faster than expected. The device was explanted and replaced. Besides intervention, no adverse patient effects were reported. This device is included in the hydrogen induced premature depletion pacemakers advisory population issued september 10, 2018.